Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during a transfemoral tavr procedure in the aortic position, resistance was felt while advancing the devices and an iliac artery rupture was surgically repaired at the end of the procedure.   A novaflex + delivery system/23mm sapien xt valve would not advance through the 16 fr esheath.  Initial thinking was the esheath may have some problems, therefore the decision was made to use a new esheath/sapien xt valve/delivery system.   The new 23mm sapien xt valve was able to be advanced through the new 16 f esheath, but with a lot of resistance.  The xt valve was deployed successfully with no paravalvular leak.  The right iliac artery angiography done detected a rupture of the iliac artery.  An emergent balloon obstruction was performed from the contralateral femoral artery and a vascular surgeon was called. The surgeon suggested to insert a stent graft from the right femoral artery and surgically repair the remaining part of the iliac artery because ¿there was a lot of thrombosis near the puncture site of the femoral-iliac artery and also inside¿. The injury was treated with 2 stent grafts. A total of .400 ml rbc were transfused. The patient was noted to be in stable condition at the conclusion of the case. Per report, no abnormalities were noted with the esheath prior to use.  The loader was able to be fully inserted into the sheath/sheath housing. The esheath was not inserted at a steep angle.  The right side access vessel minimum luminal diameter (mld) was reported to measure 6.4 mm with mild calcification and no tortuosity.

Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation as it was discarded by the facility.  No relevant imagery of the event was provided.   During manufacturing, the esheath is both visually inspected and tested several times during the assembly, the soft tip scoring and proximal trimming, proximal expansion, and the again during final sheath inspection.  Additionally, the esheath undergoes product verification testing and subassembly final inspection.  These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint.    A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events.    Review of the lot number provided revealed one additional complaints for ¿sheath shaft resistance with delivery system, bc¿.   A review of the complaint history from may 2017 to april 2018 revealed 19 other returned complaints for ¿sheath shaft ¿ resistance with delivery system, bc¿ for the 16f esheath.  With 13 of the complaints, the complaints were confirmed, but no potential manufacturing non-conformance that would have contributed to the complaints were identified during the investigations.  With two of the complaints, the complaints were confirmed, although a definite root cause was unable to be determined, available information suggested that patient/procedural factors or a potential manufacturing non-conformance may have contributed to the complaint event. The remaining 4 complaints had pending engineering evaluations.  A review of complaint history reveals that the occurrence rate for sheath shaft resistance with delivery system, bc did not exceed the april 2018 control limits for the trend category ¿resistance between devices¿.   The edwards esheath introducer set instructions for use, the prepping manual and the training manual were reviewed for instructions involving esheath and commander preparation and procedure.  No IFU/training deficiencies have been identified.   A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.    Because the device was not returned for evaluation and no imagery was provided for review, the complaints for ¿sheath shaft ¿ resistance with delivery system¿ was unable to be confirmed.  A review of complaint history, lot history and DHR revealed no indication that a manufacturing nonconformance contributed to the complaint events, and a review of manufacturing mitigation further supports that the devices have sufficient inspections in place to identify defects related to the complaint event.  A review of the IFU/training materials revealed no deficiencies.  Training materials indicate that the insertion force of the sheath and delivery system can vary due to thv size, vessel diameter, and degree of calcification.  As noted by the complaint site, there was no abnormalities observed on the sheath during device preparation, and the patient had mild calcification in the access vessel with mld of 6.4mm.  The presence of calcification could reduce the access vessel diameter and prevent the liner of the sheath from proper expansion, resulting into the resistance as reported in this event.  Past complaint histories suggest that other procedural factors such as improper flushing/wetting of the devices, improper valve crimping, and residual fluid left in balloon during device preparation can all contribute to resistance experienced as reported in this case.  However, a definitive root cause could not be determined at this time.   No manufacturing or IFU/labeling inadequacies were identified.  A definitive root cause was unable to determine at this time, but it is possible that patient/procedural factors contributed to the reported event.  Review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category.  Therefore, no corrective or preventative action is required.